Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and was unable to self-treat. Customer had contact with a third-party who provided unspecified (dose/type) insulin as treatment. No further information provided. There was no report of death or permanent impairment associated with this event. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections b1 and b5 were updated to reflect malfunction of sensor.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and was unable to self-treat. Customer had contact with a third-party who provided unspecified (dose/type) insulin as treatment. No further information provided. There was no report of death or permanent impairment associated with this event. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and was unable to self-treat. Customer had contact with a third-party who provided unspecified (dose/type) insulin as treatment. No further information provided. There was no report of death or permanent impairment associated with this event.